Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, and a dimensional verification and visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed device usage and material separation into five pieces, two of which were completely separated. The first separation was observed just below the hub, leaving the flare in the cap. The proximal separated tubing section was separated into 1.7cm, 0.8cm, 1.5cm, and 29cm segments connected by exposed elongated coiling. The distal separated section measured 30cm in length. The marker band was present. No further damage was noted to the device. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. The device is packaged with instructions for use (IFU), which include precautions for if resistance is encountered during use. Based on the information provided and the examination of the returned product, investigation has concluded that no cause could be established for the device failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Segment was surgically removed. PMA / 510(k) number: pre-amendment. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram performed via inguinal access on a patient of unknown demographics, a cook flexor raabe guiding sheath separated. The separation occurred during a described "manipulation" while in the patient. It is unknown how long the sheath was inside the patient. Scarred tissue was noted at the access site. The patient required an unknown surgical procedure to remove part of the separated sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any subsequent adverse effects due to this occurrence.